Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information received indicated that a revision procedure took place. It was discovered that there was a loose connection with the proximal coil. The terminal pin was able to be pulled out of the header without disengaging the setscrew. The terminal pin was reinserted and successfully retightened. All measurements returned to normal range. Defibrillation threshold testing (dft) was successfully performed. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater than 125 ohms one day post implant. The configuration was changed from triad to rv to can and the measurements returned to normal. A boston scientific crm technical services consultant discussed options of leaving the configuration at rv to can and retesting defibrillation threshold testing (dft) or to perform a revision procedure to verify the device connections. Pacing threshold and imepdance measurements were within normal range. To date, there have been no adverse patient effects reported.